Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error during prime fill. Customer's blood glucose was 531 mg/dl. No further information provided.